Event description:
It was reported that the physician implanted a 30mm gore helex septal occluder to close an asd (atrial septal defect). A 35mm device was preferred but it would have been too large for the patient's anatomy. On 24 hour follow-up, the device had embolized to the pulmonary artery, where it was removed with a snare in a transcatheter procedure. The patient had the asd closed in a surgical procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusions - size of device inadequate for the size of defect.